Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturer for physical evaluation. Visual examination found no issues. The simulated treatment was performed and completed without any failures or problems. The weighed and programmed displayed fill values were within tolerance. Physical tests passed. Internal inspection found no issues. The cycler performed as designed and the complaint cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Review of treatment records for a peritoneal dialysis (pd) patient revealed an episode of increased intraperitoneal volume (iipv) occurred on (B)(6) 2017, where the largest drain volume was 226% over the prescribed fill volume. The patient had a large drain of 4,517ml in cycle 1, and the patient¿s largest, prescribed fill volume is 2,000ml. The reported large drain of 4,517ml was 226% over the expected drain volume which resulted in a reportable device malfunction. Additional information received from the patient¿s pd nurse confirmed that the patient had not experienced an adverse event or serious injury and required no medical intervention.